Manufacturer narrative:
(B)(4).

Event description:
It was reported air was in the delivery system and the device released outside the patient. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) was being prepared. They broke the seal by pulling the closure device back and forth in the wds. They noticed an air bubble in the system when they connected the wds to the manifold for insertion into the access system. The wds was not introduced into the access system due to the air noted. They flushed the wds multiple times with the manifold connected but they were unable to remove the air. On the back table, they used a 60 cc syringe to attempt to flush the device; however, the closure device detached from the core wire and out of the wds into the flush bowl. There were no patient complications as the wds was never inserted into the patient. The procedure was completed with another wds.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was fully deployed, detached from the core wire. The hub, shaft, tip, core wire, and implant were microscopically, tactile and visually inspected. Inspection revealed damage to the anchor(s), numerous sheath kinks, and damage (tricut flared, abrasions, and flattened/ovalized) to the tip of the device. The implant was consistent with reported information. The delivery sheath valve was able to shut tightly around the core wire, and fluid was flushed through the device without any bubbles or leaking coming from the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported air was in the delivery system and the device released outside the patient. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device & delivery system (wds) was being prepared. They broke the seal by pulling the closure device back and forth in the wds. They noticed an air bubble in the system when they connected the wds to the manifold for insertion into the access system. The wds was not introduced into the access system due to the air noted. They flushed the wds multiple times with the manifold connected but they were unable to remove the air. On the back table, they used a 60 cc syringe to attempt to flush the device; however, the closure device detached from the core wire and out of the wds into the flush bowl. There were no patient complications as the wds was never inserted into the patient. The procedure was completed with another wds.